Manufacturer narrative:
The crack shows an inter-crystalline forced rupture mode due to stress crack corrosion. The crack occurred due to very high compressive forces of the retaining screw. The root cause can be attributed to a mfg related issue of too high tightening forces applied to the spring's retaining the screw.

Event description:
Cracks at inner side of the grip parts were found upon inspection of the returned loner kit from the hosp. There was no report from the hosp on this issue. Therefore, there is no info as to howe these cracks were formed.